Event description:
It was initially reported that the patient had her generator explanted at the patient's request to have an MRI. The generator was returned and product analysis was completed on (B)(4) 2012. During product analysis the intensified follow-up indicator (ifi) was set and an out of specification component was identified in the generator. A comprehensive automated electrical evaluation showed that the pulse generator is not operating according to functional specifications. The pulse generator unit failed the feed-thru capacitor tests (backup cap pos to can). A visual assessment on the feed-thru assembly, performed at the pa test bench, showed possible excessive bends in the positive feed-thru wire. In addition, separation of the silver polyimide to positive and negative feed-thru wire connections was observed. The most probable root cause for the backup capacitor test was identified to be an open capacitor, which manipulation of the feed-thru wires may have been a contributing factor. An out of specification c4 capacitor was also identified during analysis, however, this had no effect on the generator performance. There were no performance or any other type of adverse conditions found with the pulse generator.